Event description:
Customer reported a communication fail error message. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and replaced the hard drive. System operates as intended.